Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 11/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2016 with the following findings: a review of the pump¿s black box revealed multiple consecutive ¿cs128-fb80/0080¿ alarms. The secondary error code fb80/0080 was defined as a post-delivery motor power supply fault. No battery cap was returned and a test battery cap was able to fit securely. The pump alarmed with ¿cs128-0080¿ upon the first rewind attempt. The reported ¿cs128-fxxx¿ was duplicated. The pump¿s cover was removed and there was moisture corrosion found to the printed circuit board on the motor boost regulator circuit. Unrelated to the original complaint, the bolus button cover was found to be torn but still responsive to user presses. Additionally, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.